Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
The manufacturer representative reported that the patient was being referred for a revision for lead issues. Relevant medical history includes complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the lead issue was described as the patient was no longer receiving coverage of the affected area. Multiple reprogrammings were performed to resolve the issue. The cause of the lead issue was not determined and the lead issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.